Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving prialt (25 mcg/ml at 1.502 mcg/day) via an implantable infusion pump. It was reported that the patient had a MRI (magnetic resonance imaging) performed on (B)(6) 2020 and did not go back to the clinic for a pump status check until (B)(6) 2020. The caller stated that the logs showed a motor stall, tube set and motor stall recovery on the day they had the pump interrogated. No symptoms or audible alarms were noted. No further complications have been reported as a result of this event.